Event description:
The manufacturer received an allegation of a "service required" message occurred on a ventilator. There was no serious harm or injury reported. The device was evaluated by service and the oxygen blending module board was replaced to address the issue. In addition, a full electrical safety test and performance verification was completed along with a preventative maintenance.